Event description:
Patient's legal counsel reported that patient underwent a procedure implanting a distal tibia locking plate on (B)(6) 2011. Subsequently, the patient alleges the plate fractured on or about (B)(6) 2012. A revision procedure has not been reported to date. This report is based on patient allegations and has not yet been verified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.